Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components resolve the issue. The following components were replaced: buffer valves, reference electrode, mixing bar, ise syringe case, r syringe. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneously high ion-selective electrode (ise) patient results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.